Event description:
It was reported that the patient felt that their heart rate was slow sometimes, therefore presented to the hospital for a follow-up. During interrogation both leads exhibited no pacing and high impedance. The leads were explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 6.4 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.